Event description:
Pt with non-st elevation mi. During prior diagnostic angiography, was noted to have severe and critical left main distal coronary stenosis as well as multivessel coronary disease with an occluded right coronary artery and subtotal left circumflex artery. Micropuncture needle used to gain access in the left common femoral artery. A 7 french sheath inserted. Micropuncture needle used to gain access to the left common femoral vein, 5 french sheath inserted. Micropuncture needle used to gain access in the left common femoral artery. Tract was dilated and an 8 french dilator was inserted over the wire. The first of two proglide perclose was inserted to pre-close the vessel. The first was successfully placed in a 45 degree angle. The second perclose was then inserted and as the perclose was being walked backwards, the perclose separated, pulling wire access with it. Thus the distal tip of the perclose remained in the iliac artery extending into the common femoral artery. Now no femoral access. Consulted cardiovascular surgeons, not available. Surgeon consulted for assistance, im cath inserted over the top of an advantage glidewire from the right common femoral artery and used to access the iliac bifurcation. A 7 french 45 cm destination sheath inserted up over the iliac bifurcation to the left external iliac artery for visualization and protection of the vessel. A wire was advanced across the lesion in the access site, so as to have access and the immediate ability to tamponade should it be necessary. While awaiting surgical assistance, a scalpel was then used to initiate a cutdown of the left common femoral groin. With the bovie catheter and hemostats, careful blunt dissection was performed to the level of the artery. Surgery was then able to assist and to further perform a cutdown as well as foreign body removal. He performed an endarterectomy of the common femoral artery and subsequently closed the groin. Pt had significant heme loss of approx 800cc. She was typed and crossed and transfused during the procedure with 2 units of prbc's. Procedure aborted to allow time to stabilize, transfer to the ICU. Procedure aborted, 2 units of prbc's transfused, transferred to ICU to stabilize, pt hospitalized 12 days and transferred to rehab hospital. Will return in 2-3 weeks to undergo another attempt at cardiac catheterization, however, at the time of discharge pt was refusing to do so. Will f/u with cardiology.